Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after prime, when operating in vitrectomy core mode, the cutting function of the probe did not work. The procedure was completed on same day. There was no information about patient impact.